Event description:
It was reported that during a lap gastric bypass procedure, the device would not fire and locked out. It sound like it broke and made a crunch noise. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/12/2008. Evaluation summary: the analysis results showed that one device was received with the handles open and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification prior to shipments. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.